Manufacturer narrative:
Date rec¿d by MFR : 08aug2019, date of report : 12aug2019. After numerous attempts to obtain information regarding the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16jul2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Exhalation flow accuracy failure. There was no patient involvement.